Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed based on the functional testing and archive data review. The archive data was reviewed and contained multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) on (B)(6) 2017 rather than on the reported event date of (B)(6) 2017, confirming the reported event. The platform was functionally tested and during power up displayed a ua 7 error message. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damages. This is unrelated to the reported event. After replacement of the load cell and the damage parts, the device was tested to full specification including the load characterization check and passed all final testing without any error observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message during patient use. No known impact or patient consequence was reported. It was further reported that following the event, the platform was tested using a mannequin and another person; however, the observed ua 7 error message was unable to be resolved. Multiple attempts have been made to obtain further information; however, were unsuccessful. No further information has been provided.